Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted; (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance and was possibly fractured. The physician has elected to continue to observe the lead. The lead is still in use. No patient complications have been reported as a result of this event.